Event description:
It was reported, that the high-frequency resection electrode was not used. As the electrodes were bent. The issue occurred, during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
E1: (B)(6). (User facility captured here, due to character limitation in section). The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.